Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) three or four times over the past two weeks occurring after site/set change. The reporter stated that the patient¿s bg was elevated the morning of the call to over 500 mg/dl with high ketones. The reporter stated the patient¿s elevated bg was successfully treated with boluses and liquids. The reporter stated that the patient¿s healthcare provider has been consulted regarding this issue. The reporter stated she wanted to have the pump reviewed for any issues that might cause the elevated bg. The pump was reviewed by animas customer technical support without any functional issues identified. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013. Device evaluation:the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings:a review of the last basal delivery was recorded on 05/08/2013 and the last bolus was recorded on 05/07/2013. There were no alarms related to the complaint recorded in black box or alarm history, only typical usage was observed. The total daily dose added up correctly and reflected the user's programmed basal rates. The pump passed the 29 hour flow accuracy test. Unrelated to the complaint, the display screen was found to be discolored.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.